Manufacturer narrative:
Qn#(B)(4). No sample will be returned for evaluation. This report is for the third in a series of three consecutive product problems with the same patient. The first and second issues have been reported under MDR # 3006425876-2016-00266 and 3006425876-2016-00267.

Event description:
This was the third kit used. It was reported that: during an emergency insertion of the catheter on a polytrauma patient under high dose of amines we noticed that was impossible to mount the catheter over the guide. The guide "twists" and the catheter hangs around despite expansion. As a result, a fourth kit was opened and placed successfully.